Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Dried blood was noted in the terminal pin opening; the helix was retracted and determined to be non-functional during testing. The lead was determined to have been electrically continuous.

Event description:
Boston scientific received information that this lead had dislodged. The lead was attemted to be repositioned but difficulties with the helix were encountered. The lead was then explanted and returned for analysis.